Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when using the subject device, the image "starts out white but then keeps failing when trying to white balance and is coming out green or yellow." The issue occurred during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that when using the subject device, the image "starts out white but then keeps failing when trying to white balance and is coming out green or yellow." The issue occurred during a therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.